Event description:
Pt underwent a t12 level balloon kyphoplasty procedure. The treating physician reported that approx 3 weeks after procedure, the pt was hospitalized and treated for a distended abdomen and absence of intestinal motility. A blood test showed elevated esr and the pt was started on a broad-spectrum antibiotic. A cultured biopsy specimen taken from the level of the kyphoplasty was inconclusive for a specific organism. The physician is treating the pt with antibiotics for a suspected infection.

Manufacturer narrative:
Device not returned for evaluation; f/u conversation with physician reporting event.